Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced high blood glucose level of 496 mg/dl. Customer was treated with syringe. Customer did not allege insulin pump for under delivering. Customer declined to check air bubbles and leak in the device. Customer did high pressure test and it was passed. Customer stated that the drive support cap was normal. Customer stated that the insulin pump had battery out limit alarm. Customer was able to clear alarm. The insulin pump will not returned for analysis.